Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was not possible to start the system. The x-ray failed. This is due to the standalone board not having power. Once the standalone board and the xrelay was changed, the imaging system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imaging system is not able to start the detector and generator. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned pcba isolated standard board resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the isolated standalone board failed the best test. The output failed and no 120v ac was present. If information is provided in the future, a supplemental report will be issued.